Event description:
During implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The helix was also observed to be unable to be extended in the patient. The event was resolved by replacing the rv lead. The patient experienced no consequences.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood and overtorque of the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing did not find fractures on any conduction paths.